Manufacturer narrative:
The report of an infusion stopping due to a communication error was confirmed in the pcu event log. No devices or data set were returned for investigation. The pcu event log shows that 2 syringe modules were in use and infusing unidentified medication when a channel disconnect at 3:56 am on (B)(6) 2019 occurred and syringe module sn 13844928 was removed from the system. The syringe module event log shows this was due to a loss of communication, as opposed to loss of power. In the case of a loss of communication the infusions would continue. A review of the device error logs found no errors during the time period of the reported event. Although requested, the devices were not received for investigation. The cause of the infusion stopping due to a communication error was a channel disconnect. The root cause of the channel disconnect was not identified. Log review only.

Event description:
It was reported that a (B)(6) old nicu patient awaiting a heart transplant was on 2 continuous unspecified infusions from two alaris syringe pumps. The pump alarmed (low alarm priority) and noted the pump module read ¿communication error¿ and that the infusion had stopped. Attempts to reprogram the device were unsuccessful. The patient¿s second continuous infusion was still infusing without issue at the same rate and the pump brain/pcu was on and operating. The defective syringe module was quickly exchanged for a new syringe module without further issues.